Manufacturer narrative:
It was reported that a patient underwent placement of the trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, and perforation abutting organ. The patient reported becoming aware of the events approximately seven years and eight months post implant. The patient has also reported fear and anxiety related to the filter. According to the medical record the indication for the filter implant was bilateral lower extremity deep vein thrombosis and bilateral pulmonary emboli. The filter was place via the right internal jugular vein, and after identifying the renal veins at the l2 level, was deployed in the inferior vena cava just caudal to the renal veins with good positioning. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including perforation, perforation abutting organ. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Modified information received on: 04-dec-2020. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 7 years 8 months post implantation. The patient reports perforation of filter strut(s) outside the ivc and perforation abutting organs. The patient reports living with anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. He is worried because the filter has perforated outside of the vena cava and is abutting adjacent organs. The following additional information was received per the patient's implant records: the filter was implanted due to bilateral lower extremity deep vein thrombosis and bilateral pulmonary emboli. Support lines were placed. IV sedation was achieved. Prepping and draping were performed in sterile fashion using duraprep. Lidocaine was used to anesthetize the right neck. Right internal jugular vein was accessed percutaneously with needle followed by guidewire finder fluoroscopic guidance. A non cordis 5 french sheath was placed over the guidewire into the inferior vena cava. Inferior venacavogram was performed. Renal veins were identified at the l2 level. There was no thrombus in the inferior vena cava. Trapease ivc filter was positioned in the inferior vena cava just caudal to the renal veins with good positioning. Sheath was removed from the right neck and pressure was held for 5 minutes.